Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 12-dec-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (5 mg/ml at 3 mg/day) and bupivacaine (1.3 mg/ml at 0.78 mg/day) via an implanted pump. It was reported that the patient was getting a pump refill in the clinic and there was more drug in the pump than was expected. The patient was started on oral pain medication the same day to avoid withdrawals and help with his pain. There were no known falls or other factors that may have caused or contributed to the issue. Before surgery on (B)(6) 2020, a catheter dye study was performed, and the physician was unable to aspirate from the catheter access port and unable to push the drug through as well. During the procedure, the surgeon removed the existing catheter and then replaced both the pump and the catheter. Once the old pump was removed, the scrub tech withdrew 36.5 ml of old drug and the expected volume was 24.7 ml. The physician decided to replace the pump since eri (elective replacement indicator) was (B)(6) 2020 and the new pumps had been approved, so he didn¿t want to bring the patient back for a replacement pump surgery in a few months. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.

Manufacturer narrative:
H3: analysis of the implantable infusion pump (s/n: (B)(6) and implantable intrathecal catheter (s/n: (B)(6) found no significant anomalies which affected infusion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.